Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they had to have the implant revised as it had turned sideways in the pocket and it was uncomfortable. They stated this occurred 4-5 months prior. They said the doctor ended up revising it and putting it in deeper.  They reported that since the surgery they had been constipated. They also reported that they were seeing a power on reset (por) at the time of the report and this had been noticed the previous saturday. They noted the doctor did turn their ins off prior to surgery. They were redirected to their healthcare provider to address the reported issues.